Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Sales rep informed that item ref 09390114 was broken into many pieces when implanted. Also item ref 09390116 was broken into many pieces when implanted. There was 20 minutes delay during the operation because the broken pieces had to be removed twice. Operation was completed with competitor's product.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Device evaluation could not be performed as no device was returned. Medical records received and evaluation not performed and not relevant to this investigation, the reported product was not implanted. Device history review was satisfactory. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
Sales rep informed that item (B)(4) was broken into many pieces when implanted. Also item (B)(4) was broken into many pieces when implanted. There was 20 minutes delay during the operation because the broken pieces had to be removed twice. Operation was completed with competitor's product.